Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to another device. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 9pm. The reporter stated the patient obtained blood glucose results of "178 mg/dl" with the subject meter and "37 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how the patient manages his diabetes or what action he took at the time of the alleged issue. A couple hours after the alleged issue, the reporter claimed the patient "went into a coma." The reporter did not specify treatment received. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.